Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was lost to follow up approximately two years ago. As a result of the advisory the clinic contacted the patient, interrogation was performed, and it was learned the device reached elective replacement indication approximately nine months ago. It was determined the device reached end of life status last month. In response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. This is a known issue and is associated with a formal investigation. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.